Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One xtr clip delivery system (cds) was implanted lateral side of a1/p1; however, after the clip was implanted, the physician believed that a partial perforation of the anterior leaflet occurred. An ntr clip was implanted for treatment. Echocardiogram confirmed that the xtr clip was attached to both leaflets. A total of two clips were implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.